Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing medical records. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
A clinic manager (cm) reported a suspected allergic reaction to a dialyzer. The patient complained of itching all over his body during hemodialysis treatment without complaining of shortness of breath. No hives noted, clear lung sounds heard upon auscultation. The itching stopped when treatment was terminated. The patient received (B)(6) intravenously during treatment without effect. According to the cm, the patient had been dialyzing on the optiflux dialyzers for "a long time" prior to developing symptoms. The patient experienced some relief after the dialyzer was switched to another manufacturers device. Although mild itching was reported after the switch, the patient did not require medication for it. The patient has continued receiving hemodialysis using another manufacturer's dialyzer with no further issues. The device is available for evaluation.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue and coagulated blood was present between both screw flanges and potting cut surfaces. Additionally, no cracks, damage, or irregularities noted to the complaint device. Further examination of the device found that the dialysate/blood ports were undamaged and without defect. The screw flanges were assembled properly and fully engaged onto the housing; the silicone o-rings within the screw flange were seated correctly. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. The investigation into the cause of the reported problem was not able to confirm the failure mode. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. The complaint was not confirmed. Clinical investigation: the patient medical records were provided by the facility on february 19, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The end stage renal disease (esrd) patient receives intermittent in-center hemodialysis (hd) therapy carried out through fresenius f160 dialyzers. The patient started dialysis therapy on (B)(6) 2012. Treatment data for (B)(6) 2016 notes the following, the treatment ended 50 minutes early due to patient request and signing against medical advice form, due to itching that did not resolve with two doses of diphenhydramine, ultrafiltration goal net negative 1.8l removed. Reportedly, the patient¿s face was ¿reddened¿ due to scratching. The patient was discharged home, and the patient¿s nephrologist changed the hd orders from the fresenius dialyzer to another manufacturer¿s dialyzer. As of (B)(6) 2016, the patient continues intermittent in-center hd therapy using another manufacturer¿s dialyzer. The event of itching did not resolve after switching the dialyzer manufacturer, but the patient did not require medication to be administered for the mild itching. Per the document titled ¿instruction for use optiflux f160nr,¿ section titled ¿side effects,¿ itching is listed as a potential adverse reaction associated with the use of the product. Furthermore, after switching dialyzer manufacturer¿s, the patient¿s reports of itching continued, but to a lesser degree. Based on the information available, the documentation provided within the patient¿s medical record supports a possible association between the optiflux f160 dialyzer and the event of itching.